Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that a 29mm bioprosthetic mitral valve, implanted for 11 years and one (1) month, was explanted due to severe mitral stenosis and regurgitation. This case involved a (B)(6) year old female with a history of htn, pulmonary htn, atrial fibrillation, mitral valve regurgitation and tricuspid valve regurgitation s/p mvr and tricuspid valve repair, thrombocytopenia, non-obstructive cad, left lumpectomy, and etoh abuse. Previous history of ventricular tachycardia and ventricular fibrillation requiring shock during an episode of takotsuko. The patient underwent tee, which confirmed severe mitral regurgitation and stenosis with ejection fraction of 40 to 45%. Prior to the procedure, tee was performed which confirmed significant mitral stenosis and no significant tricuspid regurgitation. She underwent redo mitral valve replacement with a 29mm valve and left ventricle pseudoaneurysm repair. Postop tee showed no mitral regurgitation or perivalvular leaks. A very good ventricular geometry and good ventricular function. She tolerated the procedure well and was taken to the ICU in good condition. She did have paroxysmal atrial fibrillation postoperatively. She was discharged on pod #9. "Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".